Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Monitor sn (B)(4) was returned to zmc and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 05/15/2018, electrode belt: 01/20/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was at home when the patient's wife found him unresponsive while the lifevest was alarming. Clinical review of the patient's download data revealed that prior to passing, the patient received one appropriate treatment and six inappropriate treatments in response to CPR/motion artifact, for a total of seven shocks. At 12:01:15pm, the patient received the appropriate treatment. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 200 bpm. The patient's rhythm was converted to bradycardia at 30 bpm with CPR and motion artifact. It was reported that ems was called and resuscitation attempts were made on the patient. The patient's arrythmia was converted to a life-sustaining rhythm. The patient experienced inappropriate treatments two through seven at 13:32:21, 13:35:58, 13:39:21, 13:39:52, 13:40:21, and 13:40:50 respectively. The patient's rhythms and post shock rhythms at the time of treatments two through seven, was CPR/motion artifact. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.